Event description:
A caller reported a malfunction on the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after resetting, and the customer was informed to continue using the pump.